Manufacturer narrative:
The insulin pump was received with protruded/loose drive support disk cracked case at display window corners, reservoir tube lip, reservoir tube threads, broken battery cap, scratched display window and missing end cap sticker.

Event description:
Customer called to report that the insulin pump was cracked at the battery compartment and is returning the broken insulin pump for analysis. Nothing further was reported.